Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction, or curling, resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 27mm 7300tfx valve in the mitral position was explanted after an implant duration of 9 years, 4 days due to unknown reason. The explanted valve was replaced with a 27mm 11500a valve.

Manufacturer narrative:
Updated: b4, b5, d9, g3, g6, h2, h3, h6. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. H3: evaluation summary: customer report was of unknown reasons and was unable to be confirmed. X-ray demonstrated wireform intact, moderate calcification on leaflet 2, and minimal calcification on leaflets 1 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the inflow aspect and 7mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue overgrowth fused leaflets 2 and 3 by approximately 7mm at commissure 3 on the outflow aspect. The free margin of leaflet 3 was also rolled towards the outflow aspect from host tissue overgrowth. As received, leaflet 1 had a cut out section of approximately 3mm x 7mm and leaflet 2 had a cut out section of approximately 5mm x 8mm. The cuts had a smooth and straight edge; cut out leaflet fragments were not returned. Wireform was exposed on commissure 2 and around leaflet 1 on the outflow aspect. A serrated mechanical damage mark was observed on the surface of leaflet 1 on the outflow aspect and did not penetrate leaflet. Sewing ring was cut off around leaflets 1 and 3 and exposed areas of the of the metal band on the inflow aspect. Cut off sewing ring fragment was not returned. Multiple suture fasteners also remained attached to the remaining sewing ring around leaflet 2.

Event description:
Through implant patient registry and investigation, it was learned that a 27mm 7300tfx valve in the mitral position was explanted after an implant duration of 9 years, 4 days due to calcification. The explanted valve was replaced with a 27mm 11500a valve. Per pathology report, explanted prosthetic valve has moderate calcification on leaflet 2, and minimal calcification on leaflets 1 and 3. There is moderate host tissue overgrowth encroached onto the tissue and into the orifice.